Event description:
It was reported to distributor, by facility, [nursing home is adjacent to the hospital], per the nursing home, the lift cradle detached from the scale causing a resident fall. The resident received a bruise on the wrist from the falling cradle. Per the n.h. Biomed dept. The threads in the aluminum block coming out of the bottom of the scale were stripped. The bolt threads look to be in tact. The keeper bolt in the assembly was sheared off and remains in the main bolt. RMA issued to get scale and cradle back for eval. Bhm MFR of lift has been notified.